Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a tactile changes/unresponsive issue. The reporter stated the pump had wear and tear. The reporter stated the screen was damaged and the buttons were nonresponsive. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There is no indication that the device cause or contributed to an adverse event .

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 10/09/2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. The complaint of the unresponsive pump buttons was not able to be duplicated; all keypad buttons responded appropriately to button presses. The keypad was removed and evidence of contamination was found under the contrast key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.